Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient reported the insulin delivery of the infusion device is too low, it does not properly display e4 occlusion errors, and the display is incomplete. His blood glucose elevated to 300 mg/dl during the day on (B)(6) 2012, and he delivered insulin via the infusion device. His blood glucose was 100-130 mg/dl during the day on (B)(6) 2012. Patient's hba1c is 6.7% and is normally "better." His blood glucose was 255 mg/dl on (B)(6) 2012 at 6:00 a.m., and he ate 4 be and delivered 11.1 i.u. Via the infusion device. His blood glucose elevated to 536 mg/dl at 8:55 a.m., and he delivered 33 i.u. Via the infusion device. His blood glucose was 330 mg/dl at 2:30 p.m. Patient started a replacement infusion device on (B)(6) 2012 at 8:30 a.m. And has not experienced further problems. Patient did not have an infection or start new medication, and his normal blood glucose level is 130-140 mg/dl. The infusion device was not exposed to water or electromagnetic fields. The infusion device was requested for evaluation. The patient did not require treatment from a health care professional or second party to address the issue.